Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that during the inspection the device generated an alarm and the front panel display disappeared due to faulty cr board. Also, evaluation found the regulator unit was damaged resulting in insufficient gas feeding. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus was informed that the high flow insufflation unit had no image and the device auto shutdown. The issue occurred during reprocessing. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was a due to faulty circuit board. Olympus will continue to monitor field performance for this device.